Event description:
Pca pump was beeping upstream occlusion. Pca pump read 17.0cc of morphine left to count. When the nurse opened the pca pump to check out the upstream occlusion the morphine pca bag was empty. The pca rate was set for 3.0mg every 15 minutes prn with no basal rate. The patient reportedly felt as though they got alot of morphine all at once and had not pushed the button. Pca pump was taken out of service, replaced with a new one and this report was filed. There was no report of patient injury.